Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced an event of infusion set leakage due to issue with the tubing on (B)(6) 2025. The set was in use for one day. Issue was found with tubing connection. No further information available.